Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, verified the reported issue, and replaced the keyboard assembly printed circuit board (pcb) which had reportedly had liquid infiltration damage and oxygen sensor. This resolved the reported issue.

Event description:
It was reported that keyboard was unresponsive. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.